Event description:
It was reported that a minicap sponge had inadequate iodine. The patient stated that the sponge appeared dark with iodine but the cap was dry. This was found before use. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 12 of 30.

Manufacturer narrative:
(B)(4) . Manufacture date: 02/17/2015 - 02/19/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.